Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set had severed between y site connections. This event occurred while priming the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 (update codes), h11. Correction: d9 (update). H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on all the samples. During visual inspection of photo sample, a cut at the tube was noticed. Visual inspection of the returned sample, the tube was observed to be cut in half. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.